Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm3) due to error 319 at startup. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that a clinical sales representative (csr) reported that the universal surgical manipulators (usm) were not working properly. Error 319 appeared and caused usm3 to be disabled during startup. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed and replicated. In system logs, error 319 was found indicating node 192 is not present at startup, node name: axes controller, carriage (acc) on usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where check all boards and fiber test were found to be failing on the rolling loop assembly, axes controller, carriage power (accp), and axes controller, carriage logic (accl) printed circuit assembly (pca). Once testing was completed, the rolling loop rolling loop assembly, accp, and accl pca were tested and verified to be the source of the fault. Failure analysis was able to conclude that the rolling loop assembly, accp, and accl pca¿s were found to be the root cause of the reported event.